Event description:
It was reported that the patient developed sepsis. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419588 lead 2010-(B)(6), d224trk ICD 2010-(B)(6), 5076-52 lead 2007-(B)(6), (B)(4).